Manufacturer narrative:
The sodium electrode lot number is gdy94, the chloride electrode lot number is fxa22, and the potassium electrode lot number is gmv64. The expiration dates were not provided. The calibration and qc recovery data provided was within specification. The alarm trace showed sample short and sample foam alarms. The field service engineer (fse) replaced the core ise assembly, ultrasonic unit, linear solenoid, micro valves, tubing, and seals. Calibration and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable sodium, chloride, and potassium results for 1 patient sample on a cobas 8000 ise 1800 module. The initial sodium result was 117 mmol/l, the initial chloride result was 85 mmol/l, and the initial potassium result was 3.7 mmol/l. The results were accompanied by a delta check flag and questioned by the doctor, which prompted the customer to repeat the sample. The repeat sodium result was 134 mmol/l. The sample was also repeated on another analyzer and the sodium result was 135 mmol/l. The repeat chloride result was 98 mmol/l and the repeat potassium result was 4.3 mmol/l. The repeat results were deemed correct.